Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12424. It was reported that stent damage post deployment after secondary device interaction occurred. The target lesion was located in the distal circumflex artery. A promus premier¿ stent was implanted in the circumflex artery and two stents were previously implanted in the obtuse marginal (om) junction. A guide wire was advanced in the distal circumflex and dilation was performed with a balloon. A 2.50 x 16 synergy ii stent was advanced but failed to cross the lesion. During removal, the synergy stent got hung up on the previously implanted promus premier¿ stent and had dislodged. The delivery system along with the guide wire were removed as a unit. A snare was used to retrieve the dislodged synergy stent however, the stent got unraveled and was able to be pulled back into the left main artery but would not retract further. Snaring was re-attempted and the dislodged synergy stent was pulled back to the aorta. However, the promus premier¿ stent was noted to be unraveled. The synergy stent was able to removed and a 4.0mm synergy stent was used to cover the unraveled promus premier¿ stent and deployed in the left main artery. Dilatation was performed at the circumflex and the procedure was completed. No further patient complications were reported and patient's status was stable and okay.